Event description:
It was reported that several noise episodes reproducible with arm movement and auto mode switching were observed on the right atrial (ra) lead. The physician opted to monitor the atrial lead. The patient stable.